Event description:
Reported as "rupture (of) catheter at junction catheter/access port and intra-abdominal migration of the catheter. Sharp pain in the iliac region of the abdomen, on the right." Follow-up: "I should have written in the pfn that the migration of the catheter was up to the iliac region of the abdomen, right side, and that the sharp pain was noted in the iliac region of the abdomen, right side, where the catheter (tubing) had moved to."

Manufacturer narrative:
Medwatch sent to FDA on 02/21/08. The prod associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the prod for analysis. Allergan has not received the prod at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of pain as follows: "other adverse events considered to be related to the lap-band sys that occurred in fewer than 1% of subjects included: esophigitis, gastritis, hiatal hernia, pancreatitis, abdominal pain."